Event description:
It was reported that during a percutaneous translumial angioplasty (pta) procedure a balloon rupture and balloon detachment occurred. Vascular access was obtained via the arm. A unspecified blue max balloon dilatation catheter was advanced and inflated to 18 atms. Upon the second inflation attempt at 18 atms, a balloon rupture occurred and the entire balloon detached inside the patient. The physician's attempts to snare the balloon were unsuccessful. The location of the detached balloon was confirmed via angiography, and it was decided to leave the detached balloon inside the patient. There were no further patient complications reported and the procedure outcome is unknown. The patient status is listed as 'ok'.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).